Event description:
Same case as MFR#: 2134265-2014-07653. Reportable based on analysis completed on 18nov2014. It was reported that during a radiofrequency ablation treatment procedure, insertion difficulties were encountered. The target lesion was located in the liver. A 3.0/17/15 leveen¿ superslim¿ needle electrode was selected for use. Severe resistance was encountered when attempting to puncture at the target site. This device was then selected, another 3.0/17/15 leveen¿ superslim¿ needle electrode. Resistance was again encountered when doing the puncture; however, not as severe as the first device. The procedure was completed with this second device. No patient complications were reported and the patient's status is good. However, during analysis extending and retracting the array could not be performed.

Manufacturer narrative:
Age at time of event: 18 years or older. Examination of the returned complaint device revealed that one leveen electrode with product label was received. Residue was present on the device indicating use/ handling. A physical examination of the device found the array to be fully retracted and the tip ID was filled with dark red residue. The tip was sharp and edge was properly beveled. A functional evaluation to extend and retract the array could not be performed due to the dried residue inside the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).